Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The serial number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy the device allegedly self activated after priming. It was further reported that a coaxial was not used. It is unknown how the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
After further review of the additional event details provided on 12/20/2016, the event suggests a failure to prime. It was reported that the device allegedly released immediately after the physician removed their fingers from the cocking mechanism, which resulted in the device failing to prime, not self activating. There was no reported patient injury. After receipt of this information, this event was reassessed and determined to be not MDR reportable. However, an initial MDR has already been submitted; therefore, the purpose of this supplemental report is to document the change in reportability classification. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.